Event description:
Pt reported pump stopped working last night. Pt had to administer medication by hand and it was very difficult. Pump serial number and expiration date unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: xembify sdv - 12gm. Xembify indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? No; did adverse event(s) result due to product issue? Unknown; did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.